Event description:
It was reported by service report that the bed controls were inoperable from the footboard and the side rails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
It could not be confirmed that the bed was in the lowest flat position in the event emergency medical intervention was necessary.